Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("essure perforated her bladder"), procedural pain ("during implantation experienced extreme pain resulting in the removal of her right ovary"), oophorectomy ("during implantation experienced extreme pain resulting in the removal of her right ovary"), kidney infection ("cramping kidney infections"), genital haemorrhage ("abnormal bleeding"), pancreatectomy ("remove parts of pancreas") and cholecystectomy ("remove parts of gall bladder") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain (seriousness criterion medically significant) and oophorectomy (seriousness criterion medically significant). In (B)(6) 2014, the patient underwent procedural pain (seriousness criterion medically significant) and oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pancreatectomy (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant) and pain ("expreme pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, procedural pain, oophorectomy, kidney infection, genital haemorrhage, pancreatectomy, cholecystectomy and pain outcome was unknown. The reporter considered bladder perforation, cholecystectomy, genital haemorrhage, kidney infection, oophorectomy, pain, pancreatectomy and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: not reported. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('essure perforated her bladder'), device dislocation ('kidney, migration of essure device location of device: distal omentum/displaced right essure micro insert, not projecting within the fallopian'), procedural pain ('during implantation experienced extreme pain resulting in the removal of her right ovary'), oophorectomy ('during implantation experienced extreme pain resulting in the removal of her right ovary'), kidney infection ('cramping kidney infections /infection (other) describe: kidney'), genital haemorrhage ('abnormal bleeding'), pancreatectomy ('remove parts of pancreas') and cholecystectomy ('remove parts of gall bladder') in an adult female patient who had essure (batch no. R1412502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder. Concurrent conditions included dizziness, increased thirst, menometrorrhagia, pancreatitis chronic, dyspareunia and uti. Concomitant products included ibuprofen. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("expreme pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), back pain ("back pain") and abdominal pain ("abdominal pain") and underwent pancreatectomy (seriousness criterion medically significant) and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal and unilatral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, device dislocation, procedural pain, oophorectomy, kidney infection, genital haemorrhage, pancreatectomy, cholecystectomy, pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, endometriosis, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder perforation, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, heavy menstrual bleeding, kidney infection, oophorectomy, pain, pancreatectomy, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported : (B)(6) 2014, now incurrent pfs, it was reported as (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: unilateral occlusion (left tube occluded), malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Lot number, reporter information was added. Reported product indication was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('essure perforated her bladder'), device dislocation ('kidney, migration of essure device location of device: distal omentum/displaced right essure micro insert, not projecting within the fallopian'), procedural pain ('during implantation experienced extreme pain resulting in the removal of her right ovary'), oophorectomy ('during implantation experienced extreme pain resulting in the removal of her right ovary'), kidney infection ('cramping kidney infections /infection (other) describe: kidney'), genital haemorrhage ('abnormal bleeding'), pancreatectomy ('remove parts of pancreas') and cholecystectomy ('remove parts of gall bladder') in an adult female patient who had essure (batch no. R1412502) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder. Concurrent conditions included dizziness, increased thirst, menometrorrhagia, pancreatitis chronic, dyspareunia and uti. Concomitant products included ibuprofen. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural pain (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("expreme pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), back pain ("back pain") and abdominal pain ("abdominal pain") and underwent pancreatectomy (seriousness criterion medically significant) and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal and unilatral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, device dislocation, procedural pain, oophorectomy, kidney infection, genital haemorrhage, pancreatectomy, cholecystectomy, pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, endometriosis, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder perforation, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, heavy menstrual bleeding, kidney infection, oophorectomy, pain, pancreatectomy, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported : (B)(6) 2014, now incurrent pfs, it was reported as (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: unilateral occlusion (left tube occluded), malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, endometriosis. Batch no r1412502, production date 2014-06-30, expiration date 2014-10-30 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('essure perforated her bladder'), device dislocation ('kidney, migration of essure device location of device: distal omentum/displaced right essure micro insert, not projecting within the fallopian'), procedural pain ('during implantation experienced extreme pain resulting in the removal of her right ovary'), oophorectomy ('during implantation experienced extreme pain resulting in the removal of her right ovary'), kidney infection ('cramping kidney infections /infection (other) describe: kidney'), genital haemorrhage ('abnormal bleeding'), pancreatectomy ('remove parts of pancreas') and cholecystectomy ('remove parts of gall bladder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety disorder. Concurrent conditions included dizziness, increased thirst, menometrorrhagia, pancreatitis chronic, dyspareunia and uti. Concomitant products included ibuprofen. In august 2014, the patient had essure inserted. In august 2014, the patient experienced procedural pain (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pain ("expreme pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), back pain ("back pain") and abdominal pain ("abdominal pain") and underwent pancreatectomy (seriousness criterion medically significant) and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal and unilatral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, device dislocation, procedural pain, oophorectomy, kidney infection, genital haemorrhage, pancreatectomy, cholecystectomy, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, endometriosis, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder perforation, cholecystectomy, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, kidney infection, menorrhagia, oophorectomy, pain, pancreatectomy, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was reported : aug-2014, now incurrent pfs, it was reported as 01oct2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-mar-2015: result: unilateral occlusion (left tube occluded), malposition of essure device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs & mr received. Case become medically confirmed. New reporter's was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia) , migration of essure device location of device: distal omentum, back pain, abdominal pain, endometriosis, dysmenorrhea (cramping). Medical history, concomitant drugs, concomitant conditions lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.